Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a database issue. A technical support specialist verified that the database administrator successfully addressed the issue and initiated data synchronization on both the application and synchronization servers. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicating and also on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.